Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset instructions, and the caller followed these steps, successfully resetting their pump and starting a new sensor session without further error codes.